Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electromagnetic interference (emi) had been confirmed on the cardiac resynchronization therapy defibrillator (c rt-d). The emi resulted in noise being observed on atrial and far field electrograms (egm), and inappropriate detection of atrial tachycardia/atrial fibrillation (at/af). The crt-d remains in use. No patient complications have been reported as a result of this event.